Manufacturer narrative:
Insulin pump was received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self-test, error test and displacement test. Insulin pump passed the dat test at 0.08760 inches. Insulin pump was received with cracked case at display window corners. Insulin pump was received with minor scratched display window and case.

Event description:
The customer reported via phone call that they have experienced high blood glucose level of 560 mg/dl and that they were also hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose of over 600 mg/dl. The customer was treated with manual injection. The customer's blood glucose was 223 mg/dl at the time of the call. The customer experienced symptoms such as vomiting, dehydration, pain in arms, shoulders and from the waist up prior to hospitalization. The customer was wearing the insulin pump during the hospitalization. Troubleshooting for the insulin pump was continued and found that the insulin pump pass the high-pressure test. The customer was advised to change entire set but customer stated that insulin pump was malfunctioning and wanted in replaced. The insulin pump was returned for analysis.